Manufacturer narrative:
Full patient identifier is case(B)(6). The customer did not provide patient demographics such as age, date of birth, gender, weight, ethnicity or race. The customer did not return the hstni reagent for evaluation. The available information does not reasonably suggest that the system has malfunctioned. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. There was no indication of carryover as the customer did not report obtaining high hstni sample results prior the questioned results. System performance indicators were passing within specifications at the time of the event. Verification testing including system check and precision run performed by customer under advisement of beckman coulter customer technical support passed within specifications. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2022 the customer reported that on (B)(6) 2022 an erroneous non-reproducible elevated troponin I (access high sensitivity troponin I, part number b52699 and lot number 234238) was generated for one patient on the customer's dxi (dxi 800 access immunoassay analyzer w/ spot b, part number a71456 and serial number (B)(4)). The erroneous elevated troponin I result of 117.3 pg/ml was released from the laboratory. There was a report of change to patient treatment or management in connection with this event. Patient received medications (nitroglycerin and aspirin); no additional detail regarding duration of the treatment was provided. There was no report of serious injury or death. A second sample was collected and tested for hstni approximately two hours after the first result was obtained; a result of 3.8 pg/ml was obtained from this second sample. The original sample was then pulled, recentrifuged and repeat tested on the same dxi (s/n 607745); a result of 3.1 pg/ml was obtained. The sample was then tested on an alternate dxi (part number and serial number of alternate dxi not provided) and a result of 2.9 pg/ml was obtained. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. The customer did not note any issues or concerns with potential carryover for this event. Sample was collected in a lithium heparin tube; sample volume collected, centrifugation time and speed and other sample collection information was not provided. The customer did note that when the original sample was pulled for retesting, it appeared cloudy; the customer recentrifuged the sample prior to repeat testing of the original sample.